Event description:
A male patient contacted lifecor customer support to report that response buttons would not power up the monitor. Support sent a patient services rep (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have front and rear response buttons that were defective. The root cause of the response button failures looked to be patient abuse. It looked as if the patient had pried off the soft rubber covers. Then the patient continued to dig at the response button. The rear response button did not have a dome at all. The front response button had an off center dome. The response buttons were repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response buttons. The patient received a replacement monitor.